Event description:
It was reported that during an unknown procedure, the device broke the vein when fired. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger was activated and four clips were feed and form correctly, however, it fire them intermittently. Further more the device was lock out as expected . However the antibackup function of the device was non functional. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position. It is possible that the device was fired on the vessel while no clip was on the jaw, causing the reported event. It is possible that the clip did not feed into the jaw due to the observed issues with the hoop spring. Prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device (b) was returned non-functional. The instrument was cycled and would not fed the clips. Upon disassembly of the instrument the lifter spring was found damage, therefore, causing the feeding issue. It is possible that the device was activated with no clip in the jaw witch could cause the clip cutting. Prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j90276, expiration date: 12/2016, manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4)/ information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.